Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4 and h6 the device was not returned to olympus for evaluation; hence, the customer's allegation was not confirmed. Based on the results of the investigation, the cause was not established a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device was unable to advance the needle in the guide sheath, as if the guide sheath channel narrows. The issue was found prior to the device entering the scope/patient during a therapeutic radial endobronchial ultrasound (ebus) procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device was unable to advance the needle in the guide sheath, as if the guide sheath channel narrows. The issue was found prior to the device entering the scope/patient during a therapeutic radial endobronchial ultrasound (ebus) procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results and to provide a correction. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. A visual inspection found no blood traces on the device, suggesting the needle may have not been used in a patient. During functional testing, the needle tip extended and retracted as expected with the smooth movement of the slider. No problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the subject device was unable to advance the needle in the guide sheath, as if the guide sheath channel narrows. The issue was found prior to the device entering the scope/patient during a therapeutic radial endobronchial ultrasound (ebus) procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.